Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricle lead had presented high pacing thresholds and was confirmed to have migrated and dislodged. A corrective procedure was performed to reposition this lead. No further adverse effects have been reported.